Manufacturer narrative:
No patient involvement was reported. Supplier lot number reported as 2185. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6)as follows: it was reported that three (3) small hexagonal screwdriver with holding sleeve left brown stains on the peel pack envelopes after sterilization on (B)(6) 2018. No patient or surgical involvement. This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Synthes lot number: 3935769 supplier lot number 2185. DHR review was attempted. Part: 314.020. Lot: 2185. Manufacturing site: bettlach. DHR not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to filing and archiving of specification documents, which was in place till august 2014. DHR not available as device is older than 15 years customer quality conducted an investigation of the returned device. Investigation flow: visual (appearance not as expected) visual inspection: the small hexagonal screwdriver was received without the holding sleeve. The phenolic handle was observed with discoloration and minor cracks. The balance of the device shows surface wear consistent with use and would not impact the functionality. Based on the visual inspection, the received condition of the device agrees with the complaint description. Document/specifications review: DHR not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to filing and archiving of specification documentsi, which was in place till august 2014. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): small hex screwdriver w/holding sleeve: dimensional inspection: dimensional analysis was not performed at cq as there is no indication of device specifications that would have contributed to the complaint condition. Conclusion: while no definitive root cause could be determined, it is possible that the age of the returned device (15+ years) with consistent use and improper handling during sterilization process could contribute to the complaint condition. Therefore, the complaint is confirmed. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.